Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited low impedance. The rv lead was reprogrammed on (B)(6) 2025. The patient was in stable condition.